Manufacturer narrative:
The spaceoar implant procedure was performed on (B)(6) 2018. Augmenix field personnel present for the case reported that bowel preparation did not appear to have been completed prior to the start of the procedure as stool was visible in and out of the rectal lumen after probe insertion. Augmenix medical advisor indicated that visible stool in the rectum may have made it more difficult during the procedure to see the delineation between the rectal wall and the perirectal fat.

Event description:
Spaceoar was implanted on (B)(6) 2018. On (B)(6) 2018, the patient complained of rectal pain and went to the emergency room. Complainant physician reported that the patient had a perirectal fistula and noted that the spaceoar gel had eroded through the rectal wall. The patient's imrt has been delayed.